Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. The reported serious injury/ illness/ impairment and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4582. Health effect- impact code: 2199. Codes added: health effect-clinical code: 4644, 4614.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air bubble was observed in the sleeve of delivery catheter handle while advancing into mitral valve. The clip was replaced with another device to complete the procedure. Additional anesthetic support was provided to the patient. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air bubble was observed in the sleeve of delivery catheter handle while advancing into mitral valve. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.